Event description:
Additional information was received from the area representative indicating the event had been previously reported under MFR. Report # 1644487-2011-03197. No further information was provided.

Event description:
It was reported by a neurologist that a lead discontinuity was seen in a vns patient. No further comment was made by the physician and at the moment, attempts to obtain further information regarding the event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.